Event description:
Caller reported a minimum fill notification. There was no reported adverse impact to the customer's blood glucose level. Customer filled and reloaded the cartridge, resuming insulin therapy.